Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. The patient called in to see if he could turn stimulation off. It was reviewed this is a medical decision that the patient should discuss this with the health care professional (hcp). The patient stated if he took too much sinemet and ropinirole, his voice got "slurry and fuzzy". The patient stated this had gradually gotten worse. The patient stated the hcp told him when his voice gets slurry and fuzzy he could try turning stimulation off. The patient stated "probably 3 days prior" he turned stimulation off and then back on and noticed a shaking in his right foot/leg that he did not have before. The patient stated the device helped with his right and left hands. The patient was directed to follow up with an hcp. No further complications were reported or anticipated.